Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing, decrease in pacing impedance, and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.